Manufacturer narrative:
The device was not returned to olympus for evaluation. The physician reported that the endoscope was connected to the lightsource only when no image was on the screen. An olympus field service engineer (fes) was onsite and it was confirmed that the eus processor was working properly and there was an issue with the video system center. The fse inspected the video system center and cables and noted there was a lot of dust where the scope cable was inserted and removed some of the dust but still had issues. The video system center worked with series 190 scopes but was sporadically had no image with series 180 scopes. The device was taken out of service and a loaner was ordered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the video system center had no image when used with the series 180 scope. The issue occurred during preparation for use (before the echoendoscope was introduced to the patient) for an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedure. The eus procedure was aborted and the ercp procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the issue of no image using 180 scopes occurred due to 180 scope cable failure. Olympus will continue to monitor field performance for this device.